Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient needed an MRI of their brain. Patient reported their ins "would not turn on/had not turned on in a while". Caller speculated that the ins had reached end of service (eos). Caller was not with the patient at the time of call. Additional information was received from the patient. When asked about the ins not turning on in a while they stated that they think they were describing symptom control. They felt they were not controlling it properly. They stated it was unknown if the issue was due to normal battery depletion. They stated that the cause of it not working was due to them not controlling it properly. They stated that they tried getting help from the office to work properly. They stated that they were at fault but did not remember the specific details. They stated that the issue had been resolved and that the implant was removed in (B)(6) 2018.

Manufacturer narrative:
B3: event date is not known. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.